Event description:
The manufacturer received information alleging a malfunction of a ventilator's touchscreen. There was no patient harm or injury reported. The ventilator was evaluated by a field service engineer and the customer's complaint was confirmed. The device's display cables were reseted to address the issue.